Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported that last thursday the patient didn't feel like the stimulation was working on one side and it was kind of weak on the other side. Caller stated that they are getting the message settings not available cannot provide your desired intensity settings on the controller. Caller mentioned that they called the manufacturer representative (rep) yesterday and they told the patient to go back to the healthcare provider to have the device checked. Caller noted that they thought the patient just needed to have some adjustments made, but the representative redirected them to their healthcare provider. Agent reviewed the meaning of the message with the caller. The patient was redirected to their health care provider to further address the issue.